Event description:
It was reported that an alert triggered for high pacing impedance on the right ventricular (rv) lead. The rv lead also had no capture. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg ICD, (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the rv lead had a possible fracture. The superior vena cava (svc) coil remains in use. The remaining portion of the rv lead was capped and replaced.